Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a rough microintroducer sheath was confirmed and the cause is determined to be manufacturing related. The device returned was one 4.5 fr microintroducer. Visual observation found that the microintroducer was deformed at the tip of the sheath. The sheath and dilator appeared to be somewhat wavy or bent. Microscopic observation found the deformation at the sheath tip to be very symmetrical, consisting of a portion of the circumference of the sheath which appeared to be pushed back proximally, leaving a u-shaped gap at the tip and a knob just proximal. Because of the relatively stiff nature of the sheath material and the symmetrical nature of the deformation, it is not suspected that this damage occurred during use, and it is believed to be manufacturing related. This device was sent to the manufacturing site for further evaluation and determination of root cause. The complaint was determined to be manufacturing related. Reynosa evaluation the complaint per ¿sheath jagged" could not be replicated as it in manufacturing process. Based on the observation from manufacturing line, this kind of damage could be produced during the rf operation during tip forming due to this, the complaint is manufacturing related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that sheath observed to be jagged after it was inserted into forearm. No patient injury was reported. On (B)(6) 2018- sample evaluation found the introducer sheath to be deformed at the tip of the sheath.